Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and was found to perform to specification. Review of the device history log provides evidence of the customer's report, however, does not indicate a device malfunction. The device history log shows that the multi-function cable was not shorted in the test port and 30 joules was not selected. The end result of the device failing to discharge under these conditions is normal operation of the device. Analysis for reports of this type has not identified an increase in trend.